Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. Later the pulse generator and electrode were explanted and replaced. There were no additional adverse patient effects.